Manufacturer narrative:
Section: section a2, a3a, a3b, a4, a5, a6: unknown/ requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: visual inspection revealed that the lens was stuck in the cartridge and could not be removed. The cartridge tip was cracked and damaged. Ovd was observed inside the cartridge, no issues were observed with the lens module, plunger, or handpiece. The complaint issue "cartridge crack" was not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, the complaint could not be confirmed; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that during implantation of a preloaded multifocal intraocular lens (iol), the plunger seemed to deviate to the side and stick out of the cartridge tube. There was no patient or user harm reported. No further information was provided.